Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, which showed that on the proximal spring electrode, the gore covering was torn and separated from the medical adhesive (ma) at both ends and the spring was stretched at these points.

Event description:
Boston scientific received information that this right ventricular (rv) lead was a case of an attempted implant due to damage of lead's gore covering. This rv lead was never in service. No adverse patient effects were reported.